Event description:
It was reported that the biomedical engineer needed part number for the control knob on the external pulse generator (epg). The biomedical engineer will replace the knob; therefore, technical support (ts) provided the part number. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).